Event description:
The customer reported intermittent loss of x-ray functionality. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The 5 volt power supply was evaluated and adjusted. Associated connectors were reseated. The system was tested and found to be working as intended and put back into service.